Manufacturer narrative:
Result: the pod8 pet lock was intact; the pusher assembly was kinked approximately 5.0, 33.0, and 38.0 cm from the proximal end; the pusher assembly was fractured approximately 31.0 and 143.0 cm from the proximal end; the coil was detach from the pusher assembly and not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the physician met difficulty advancing a ruby coil through another manufacturer's microcatheter. The microcatheter was removed and flushed; however, the physician was still unable to advance the ruby coil though the microcatheter. Upon removal, the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed and the detached ruby coil was flushed out. The procedure continued using a pod8 coil. The physician met resistance while advancing the pod8 coil from the introducer sheath into the microcatheter. The pod8 coil retracted and the physician felt resistance while resheathing the pod8 coil. The catheter and pod8 coil were flushed, yet the physician met resistance again while advancing. Evaluation of the returned ruby coil revealed a damaged pusher assembly, a fractured sr-wire, and a detached coil with the proximal constraint sphere stuck inside the ddt of the pusher assembly. Evaluation of the returned pod8 revealed kinks and a fractured pusher assembly. These type of damage typically occurs due to improper handling during use. If the devices were manipulated against resistance with force at an angle, it is likely that damage such as this will occur. There was no damage to the introducer sheath that could have caused resistance. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a pod8 coil. During the procedure, the physician met difficulty advancing a ruby coil through another manufacturer's microcatheter. The microcatheter was removed and flushed; however, the physician was still unable to advance the ruby coil though the microcatheter. Upon removal, the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed and the detached ruby coil was flushed out. The procedure continued using a pod8 coil. The physician met resistance while advancing the pod8 coil from the introducer sheath into the microcatheter. The pod8 coil retracted and the physician felt resistance while re-sheathing the pod8 coil. The catheter and pod8 coil were flushed, yet the physician met resistance again while advancing. The devices were removed and the procedure continued using additional devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00530.